Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe oral 10ml clear caps are falling off. The following information was provided by the initial reporter: material# 305219, lot#0087083. It was reported caps are falling off. Called consumer to follow up with product complaint. Consumer stated the caps are falling off of his oral syringes. Stated either the caps are too big or the syringes are too small. Confirmed demographic information and also provided pharmacy information for replacement.

Event description:
It was reported that syringe oral 10ml clear caps are falling off. The following information was provided by the initial reporter: material# 305219, lot#0087083. It was reported caps are falling off. Called consumer to follow up with product complaint. Consumer stated the caps are falling off of his oral syringes. Stated either the caps are too big or the syringes are too small. Confirmed demographic information and also provided pharmacy information for replacement.

Manufacturer narrative:
Investigation summary: one loose 10ml oral syringe with tip cap was received and evaluated. No visual defects were observed. Pressure testing of the tip cap was performed. The results indicated the product was within specification. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
No additional information.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: enteral/oral syringes. Device failure: cap / shield loose / off.